Event description:
It was reported that the ventilator had a leakage in the internal circuit. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was clarified that the reported issue was internal leakage test failure during pre-use check. The issue was reproduced during troubleshooting. Replacement of the pressure transducer printed circuit boards (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. The defective parts was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer pcbs.

Event description:
Manufacturer's ref. #: (B)(4).